Manufacturer narrative:
A fast-fix 360 curved needle delivery system was returned for evaluation. The devices were returned in the same packaging making lot identification prohibitive, as a result the investigation will be added to both complaints ((B)(4)) visual assessment of sample showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The suture and t2 were also returned. No abnormalities were noted. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time. Date device received.

Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states product.

Event description:
It was reported that the fast-fix 360 curved needle delivery t2 did not deploy. A backup device was used to complete the procedure, with no patient injury reported.